Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the cycle counting of medication when issuing it. A technical support specialist helped the customer with cycle counting the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower there was an issue with the cycle counting a medication when issuing it. The customer reported that a malfunction took place when the user tried to dispense medication (morphine sulf 100mg/5ml bot) to the patient. There were no adverse events or injuries reported based on this event.